Event description:
A 28 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for treatment of an abdominal aortic aneurysm. The aneurysm was 71 mm in diameter and the aortic neck was 24 mm in diameter. The common iliac arteries were calcified. It was reported there was large endoleak at the proximal end of the stent graft, which was understood to be a type 1 endoleak. Another physician reviewed the films and recommended removal of the stent graft. During the explant procedure it was determined the endoleak was a type 2 endoleak originating from a large (3 mm) lumbar artery at the proximal end of the stent graft. No clinical sequelae were reported and the patient is fine. The stent graft was discarded by the user facility.